Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Cleaned the battery tube out, installed a battery and the pump powered up properly. Continued the testing and all buttons functioned properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector was noted during visual inspection. The pump had normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. The pump was monitored and no unexpected failed battery test or battery out limit alarms occured during testing. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the reservoir tube window corner, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. She replaced the battery and the insulin pump alarmed for a failed battery test. While attempting to set the time and date, the buttons were unresponsive. The blood glucose reading was 96 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.